Event description:
It was reported by the customer that the insulin pump had been alarming while trying to place reservoir into the device. During troubleshooting it was found that the drive support cap was protruding from the device. Customer states they had not dropped the device or tried to push the drive support cap into a recessed position. Advised customer to disconnect from the insulin pump and informed that the device alarming was due to the force sensor being unable to detect the reservoir. Advised customer to discontinue use of device and revert to healthcare provider's instructions. Customer's blood glucose level was 98 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to verify the error alarms due to motor error alarms. The device was received with cracked case at display window corners, battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.